Manufacturer narrative:
The official cause of death was undetermined. Per the patient's medical records, no allegation has been made relating the patient's death to the sapien valve, and there is no evidence to indicate that the sapien was related to the patient's death. The patient was elderly, had a significant medical history, and was living in a care center at the time of her death. There are many potential causes for the patient's death, including multiple throemboli and chronic atrial fibrillation. No corrective or preventative actions are required at this time.

Event description:
As reported to edwards implant patient registry (ipr), the patient passed away 24 days post tavr procedure. The cause of death remains undetermined. Investigation revealed that during her initial admission, she had a hemothorax s/p thoracostomy and thoracentesis with serosanguinous discharge. She was taken off coumadin (chronic anticoagulation for atrial fibrillation). The patient was discharged on 16 days post tavr procedure. 23 days post procedure, the patient was admitted for altered mental status. Upon admission, her heart was in an irregular rhythm, and tachycardic. The patient was admitted and placed on non-rebreather mask for decreasing oxygen saturations. Abg showed acute respiratory acidosis with no metabolic compensation. A CT was performed on the day of admission and found no acute intracranial abnormality. However, it was noted in the report that infarctions may not be apparent on the CT for up to 48 hours, if at all. Bilateral le doppler performed the day after admission showed multiple thrombi. The patient was unable to be anticoagulated secondary to hemothoraces on last admission. The patient has a history of atrial fibrillation with rvr; however, coumadin was discontinued on the last admission for hemothoraces. The patient was made comfort care by family and the patient passed away 24 days post procedure. The patient passed away before another CT could be obtained. According to the patient's medical records the death diagnosis was undetermined, but it was noted that the patient had multiple throemboli and chronic atrial fibrillation.